Event description:
Reporter alleged discrepant blood glucose results of 149mg/dl on the inform system when compared with a result of 20mg/dl from the hospital laboratory from blood drawn at the same time. A second result of 80mg/dl was obtained with the inform system and compared with a result (drawn at the same time) of 19mg/dl from the hospital laboratory. Testing was performed in a hospital emergency room. Quality controls were performed with acceptable results. Patient was treated with glucose based on laboratory results. A request was made for the return of the suspect device and replacement product was sent.